Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead blood entered the lead forming a thrombus. The lead was removed and replaced. No further patient complications have been reported as a result of this event.